Manufacturer narrative:
Follow-up #1 date of submission 10/07/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked on the side from the threads to the case seal. There was corrosion observed inside the battery compartment. The battery cap was not returned; a test battery cap was able to secure properly to the pump. During testing, the pump did not power on. A leak test was performed and confirmed a battery compartment leak. Further testing was unable to be performed due to no power. The pump case was removed and no evidence of moisture contamination was found inside the pump. There was no damage found to the power circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. The battery cap was not able to tighten securely to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.